Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: the surgeon reported that he inspected the donuts and found some staples formed in b formation and some did not form correctly. Additional information: the evidence of unformed or malformed staples can be confirmed, but there is not enough evidence to determine the cause of the complication. In order to deliver best staple formation results the firing sequence should be a smooth constant firing until the knife cuts the washer making sure that the handles go ¿plastic to plastic.¿ typically, unformed or malformed staples are indicative of - not completing the firing sequence, i.e. The knife doesn¿t cut the washer in the anvil, the release or stopping of the firing sequence mid stroke with a subsequent restart, or the adjusting knob either not being in range or being counter rotated during the firing stroke. Conclusion: based on the photographic evidence and the event description unformed or malformed staples can be confirmed. Unfortunately, there is not enough evidence to determine the cause of the complication. Hands-on analysis of the device may provide the evidence necessary to determine root cause.

Event description:
It was reported that during an open colostomy reversal procedure the pa fired the device and after firing the doughnuts were complete. When they began the removal of the device they turned the device ¼ to ¾ turn counterclockwise. When they removed it the staple line opened and there were malformed staples and it was leaking. Donut confirmation was not to a point of the leak test due to the anastomosis had separated. The surgeon was unable to use the contour device to complete due to the location of the anastomosis and had to hand sew with suture. The procedure is still ongoing at this time. Photos will be sent of the staples.